Manufacturer narrative:
Engineering narrative: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manafacturer narrative; lot number was not reported and trending on batch cannot be performed. Pharmacovigilance comment: the serious, expected event of visual impairment was possibly related to the treatment. Serious criteria included the need for surgical intervention, and the event resolved. The non-serious events of implant site swelling, bruising, nodule and scar were considered expected and possibly related to the treatment. Potential etiologies include injection technique, neurovascular compromise, and the increased risk of complications with treatment in the periorbital region. Potential contributory factors included previous filler injections. Several subsequent treatments were well tolerated. The case meets the criteria for expedited reporting to the regulatory authority. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(6) is a spontaneous report sent on (B)(6) 2018 by a consumer/other non health professional which refers to a female aged (B)(6) years. The patient's medical history included several back surgeries, disabled from a rare medical condition, carpal tunnel, shoulder disorder, and an unspecified rare medical condition. Concomitant treatments included hydrocodone 10mg [hydrocodone] and minocycline [minocycline]. The patient had previously received treatment with restylane and juvederm but no specifics were provided by the patient regarding the injections were included in this report. On an unknown date, several years ago, the patient received treatment with an unknown amount of sculptra aesthetic (lot unknown) in her eye area with unknown needle and unknown technique. On an unknown date, the patient experienced a very large nodule (implant site nodule) on her left lower lid. She had to have surgery to remove the very large nodule because she almost went blind (visual impairment). She now has a scar (scar) where they had to remove the large lump in her left lower lid. Patient stated that since then she has received sculptra every 2 months for the last 2 years. Patient stated that she normally gets bruising (implant site bruising), swelling (implant site swelling) and after about 5 days it was gone. Treatment for the adverse event included surgical removal. Outcome at the time of the report: nodule was recovered/resolved. Almost went blind was recovered/resolved. Scar was not recovered/not resolved. Bruising was recovered/resolved. Swelling was recovered/resolved.

Manufacturer narrative:
Engineering narrative: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manafacturer narrative; a trend analysis shows that there are no increased trends of medical complaint for the reported lot numbers: a6105, a6110, 1a6110, a6113, a9029, a8025, a9030, a9032, 6409, and a50098-1a. Pharmacovigilance comment: the serious, expected event of visual impairment and serious, unexpected event of ophthalmoplegia were possibly related to the treatment. Serious criteria included the need for surgical intervention and the events resolved. The non-serious events of nodule and scar were considered expected and possibly related to the treatment. Potential etiologies include injection technique, neurovascular compromise, and the increased risk of complications with treatment in the periorbital region. Potential contributory factors included previous filler injections. Several subsequent treatments were well tolerated. The case meets the criteria for expedited reporting to the regulatory authority. Exemption number: e2015005. (B)(4)).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-feb-2018 and a follow-up report on 28-feb-2018 and on 01-mar-2018 by a consumer/other non health professional which refers to a female aged 63 years. A follow-up report was received from the hcp on 23-apr-2018. The patient's current medical history included several back surgeries, disabled from a rare medical condition, carpal tunnel, shoulder disorder, an unspecified rare medical condition, an allergy to lamictal, and stevens-johnson syndrome. Concomitant treatments included hydrocodone 10mg [hydrocodone] and minocycline [minocycline]. The patient had previously received treatment with restylane and juvederm, however the injection details for these products were not provided. On an unknown date, more than 10 years prior to this report, the patient received treatment with an unknown amount of sculptra aesthetic (lot unknown) in her eye area with unknown needle and unknown technique. Per the hcp, the patient was treated with sculptra aesthetic on (B)(6) 2009, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2016, (B)(6) 2016, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017 to the cheek and chin areas with a volume between 3-6 ml per treatment. The hcp was unsure of the exact date of injection that caused the events. On an unknown date, the patient experienced a very large nodule (implant site nodule) on her left lower lid. The patient required surgery to remove the very large nodule because she almost went blind (visual impairment). The patient developed a scar (scar) where the large lump in her left lower lid was removed. The patient reported a moderate nodule in the mid upper and lower cheeks on both sides to the hcp in (B)(6) 2017. The hcp injected her with kenalog [triamcinolone acetonide] 2.5 mg intralesionally on (B)(6) 2018. The patient reported that on (B)(6) 2018, the nodules had resolved. Patient had not returned for follow-up. Per follow-up information on 28-feb-2018, the patient reported that when she received sculptra more than 10 years ago, it formed a big knot and the muscle under eye paralyzed (ophthalmoplegia). The patient received several unspecified medications. Patient stated that since then she has received sculptra every 2 months for the last 2 years. Patient stated that she normally gets bruising and swelling and after about 5 days it resolves, linked case (B)(4). Reporter causality: unlikely for both substance and injection. No serious criteria applied to this case per the hcp. Outcome at the time of the report: nodule was recovered/resolved. Almost went blind was recovered/resolved. Scar was not recovered/not resolved. Muscle under eye paralyzed was recovered/resolved.

Manufacturer narrative:
Engineering narrative: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative; lot number was not reported and trending on batch cannot be performed. Pharmacovigilance comment: the serious, expected event of visual impairment and serious, unexpected event of ophthalmoplegia were possibly related to the treatment. Serious criteria included the need for surgical intervention and the event resolved. The non-serious events of nodule and scar were considered expected and possibly related to the treatment. Potential etiologies include injection technique, neurovascular compromise, and the increased risk of complications with treatment in the periorbital region. Potential contributory factors included previous filler injections. Several subsequent treatments were well tolerated. The case meets the criteria for expedited reporting to the regulatory authority. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-feb-2018 and a follow-up report on 28-feb-2018 and on 01-mar-2018 by a consumer/other non health professional which refers to a female aged (B)(6) years. The patient's current medical history included several back surgeries, disabled from a rare medical condition, carpal tunnel, shoulder disorder, and an unspecified rare medical condition, stevens-johnson syndrome. Concomitant treatments included hydrocodone 10mg [hydrocodone] and minocycline [minocycline]. The patient had previously received treatment with restylane and juvederm but no specifics were provided by the patient regarding the injections were included in this report. On an unknown date, more than 10 years ago, the patient received treatment with an unknown amount of sculptra aesthetic (lot unknown) in her eye area with unknown needle and unknown technique. On an unknown date, the patient experienced a very large nodule (implant site nodule) on her left lower lid. She had to have surgery to remove the very large nodule because she almost went blind (visual impairment). She now has a scar (scar) where they had to remove the large lump in her left lower lid. Per follow-up information on 28-feb-2018, the patient reported that when she received sculptra more than 10 years ago, it formed a big knot and the muscle under eye paralyzed (ophthalmoplegia). The patient received several unspecified medications. Patient stated that since then she has received sculptra every 2 months for the last 2 years. Patient stated that she normally gets bruising and swelling and after about 5 days it resolves, linked case (B)(4). Outcome at the time of the report: nodule was recovered/resolved. Almost went blind was recovered/resolved. Scar was not recovered/not resolved. Muscle under eye paralyzed was recovered/resolved. Tracking list: v0:20-feb-2018 new data entry. V1: 28-feb-2018 and 01-mar-2018: added event, outcome.